Event description:
On (B)(6) 2012, the patient contacted animas stating that the audio bolus button was intermittently responsive. There was reportedly no damage to the audio bolus button. The pump was reportedly exposed to water 10 weeks ago, but there was no indication of moisture inside the pump. The patient reportedly wore the pump on a clip and cleaned the pump with alcohol. Customer support (cs) advised the patient not to use alcohol to clean the pump and provided instructions to the patient on what to use when cleaning the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was intermittently responsive to button presses.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the audio bolus button was noted to be intact without damage. On testing, the audio bolus button was normally responsive. The audio bolus button cover was removed for investigation and did not reveal any evidence of moisture or contamination and the button slug was fully seated in place.